Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was brought to the emergency room (ER) following a cardiac arrest. External shocks were delivered by the emergency medical team and the patient was in a fast sinus with bundle branch block when they arrived at the ER. Device interrogation had revealed the patient had received an inappropriate shock due to t-wave oversensing. Four additional shocks were delivered but did not convert the rhythm. Boston scientific technical services (ts) reviewed the episode and agreed there was t-wave oversensing with the shock likely being delivered on the t-wave. It was noted that defibrillation threshold testing was not performed at the time of implant due to a low ejection fraction and other patient conditions. The device was programmed off and the patient was discharged. No additional adverse patient effects were reported.